Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler and the patient¿s unspecified issues due to a hiatal hernia. It was determined that the patient did not have pulmonary edema. Although it is not known when the hernia developed, hernias are a known complication of pd therapy as a result of increased abdominal pressure and deteriorated connective tissue. However, there is no documentation in the complaint file to show a causal relationship between the hernia and the liberty cycler, including no report of an increased intraperitoneal volume event or any allegation of a machine malfunction or deficiency related to the hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) switched to hemodialysis (hd) due to fluid in the lungs. Additional information was obtained through follow up with the peritoneal dialysis registered nurse (pdrn). Per the pdrn, the patient was traveling to guatemala and was seen at a clinic and told that they had fluid in their lungs. The patient was then seen at their pd clinic where a chest x-ray (date unknown) did not show any fluid in their lungs. Per the pdrn the patient has a hiatal hernia which was causing issues (unspecified). The patient was transitioned to hemodialysis (hd) due to the hernia issues and it has not been determined if they will return to pd therapy. No further information was available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.